Manufacturer narrative:
Combined medwatch submitted to the FDA on (B)(6) 2023. A review of the device labeling notes the following: the current overstitch¿ endoscopic suturing system (ess) instructions for use (IFU) addressed the known and potential event of "stomach perforation/erosion" as follows: the apollo endosurgery overstitch¿ endoscopic suture system (ess) is intended for endoscopic placement of suture(s) and approximation of soft tissue. Contraindications include those specific to use of an endoscopic suturing system, and any endoscopic procedure, which may include, but not limited to, the following: this system is not for use where endoscopic techniques are contraindicated. This system is not for use with malignant tissue. Adverse events possible complications that may result from using the endoscopic suturing system include, but may not be limited to: pharyngitis / sore throat, nausea and / or vomiting, abdominal pain and / or bloating ,hemorrhage, hematoma conversion to laparoscopic or open procedure, stricture, infection / sepsis, pharyngeal, colonic and/or esophageal perforation, esophageal, colonic and/or pharyngeal laceration, intra-abdominal (hollow or solid) visceral injury, aspiration, wound dehiscence, acute inflammatory tissue reaction and death. Note: any serious incident that has occurred in relation to the device should be reported to apollo endosurgery (see contact information at the end of this document) and any appropriate government entity. Additional information: literature review the device has not been returned for analysis and attempts to gather more information from the reporter is not visible as this is a literature review, and the author does not have the information for the device. The investigator determined a device history record (DHR) review is not possible.

Event description:
This complaint was found during a literature review: one month after having a cecal sessile polyp removal. The patient presented diffuse abdominal pain and abdominal distension, a CT scan was performed and it was found that the obstruction of the small intestine. A bowel resection was performed and the patient is doing well.